Manufacturer narrative:
Date MFR received. The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 5/11/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found an access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack. It was reported that the device was difficult to fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, at the beginning of the procedure, the first reload did not fire. To resolve the issue, a second reload was used with the same handle. The device was able to fire, but it was with great difficulty. There was no patient injury.